Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that the ipg is unable to communicate with external devices. Troubleshooting was unable to resolve the issue. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the ipg was replaced via surgical intervention on (B)(6) 2025. Therapy was restored post operation.

Manufacturer narrative:
The reported event for no ipg communication was confirmed. As received, the ipg was in MRI mode. A review of the ipg diagnostics MRI logs showed that MRI mode was set to ¿on¿ on 13-november-2024. Per event details, there was no information about the patient undergoing an MRI procedure. The rep deleted the orn in bluetooth after having trouble pairing the ipg to the pc and cp. If the ipg is placed in MRI mode and a loss of pairing/bonding occurs, any follow up attempts to communicate or pair the patient¿s ipg and clinician programmer/patient controller will be unsuccessful. After MRI mode was turned off during lab analysis, and a magnet was applied to the ipg to create a bond between a cp/pc and the ipg, normal communication with a lab cp/pc was observed. The ipg was functionally tested and passed all testing. MRI mode functioned normally during analysis.